Event description:
During the atrial fibrillation procedure, shortly after the transseptal puncture, it was noted that a section of the sheath tore. The device was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. No tearing was noted in the returned sheath. The sheath was unable to deflect in one direction due to the detachment of one of the pull wires from the pull ring at the distal end of the sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported tearing remains unknown.